Event description:
It was reported that the pump exhibited error code 1260. The device had a faulty air sensor. The event occurred during testing. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 1260. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the mainboard was replaced. The air detector worked as expected. Service history identified the complaint was not related to a previous service of the device within the review period.